Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to use error-incomplete connection. The caregiver (cg) stated she had moved the clamp too far up the line and when it was put into the cxd, it didn't go in properly. The cg stated she had to pull hard to get the tubing out and that was when the spike came out. She stated there was no cxd malfunction and the cxd had been working since the event. The cg confirmed this was an isolated incident and reported no further issues. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted baxter's technical service center requesting assistance to start over with new supplies on the home choice (hc) during set up. The cg stated she used a compact exchange device (cxd) to spike the bag and the spike came back out of the bag. The technical service representative (tsr) assisted the cg to cycle power off/on back to press go to start to remove cassette. On (B)(4) 2011 product surveillance spoke with the cg who stated she had moved the clamp too far up the line and when it was put into the cxd, it didn't go in properly. The cg stated she had to pull hard to get the tubing out and that was when the spike came out. She stated there was no cxd malfunction and the cxd had been working since the event. The cg confirmed this was an isolated incident and reported no further issues. There was no patient injury or medical intervention.